Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the stone was not destroyed even after approximately 10 minutes of use and 2 energy increases. As a result, the single-use holmium laser fiber was removed, and noted to be broken approximately 40 cm (centimeters) from the tip. It was further noted that the fiber optics was separated with the sheath twisted and split. There were no reported serious injuries to the patient as a result of the product problem.